Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were evident throughout the sample. The catheter terminated at the 48cm depth marking. The depth markings between the molded joint and the 4cm depth marking were completely worn. The depth markings between the 9cm and 12cm markings were partially worn. A small longitudinally aligned split was observed at the 12cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed finely granular fracture edges. Circumferentially aligned and longitudinally aligned material buckling was observed in the vicinity of the split. The split occurred at the corner of a shape memory kink impression. The material bunching and preferential kinking and split characteristics were consistent with damage caused by manipulation of the sample. The usage residues and depth marking wear suggested that manipulation occurred during device use. A lot history review (lhr) of rezh1808 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezh1808) have been reported from the same (B)(6) facility.

Event description:
Facility reported an alleged product defect with unknown information. Bas received the PICC and found a leak at the 12cm depth mark. No other event details have been provided.